Event description:
Boston scientific crm received info that during the replacement procedure for this pacemaker, the atrial implantable lead was difficult to remove from the header. One of the setscrews was difficult to ratchet, however, appeared to have been free from the lead, the pacemaker was returned for analysis four years later.

Manufacturer narrative:
Upon receipt at the post market quality assurance lab, microscopic visual inspection noted a hole in both seal plugs and body fluid contamination in the atrial distal connector blocks. Both setscrews moved freely and operated normally. The header was separated from the device casing and the inner sealing assembly was removed to further inspect the inner seal rings. Microscopic visual inspection of the inner seal rings revealed silicone to silicone bonding in the ventricle inner seal rings. No evidence of silicone bonding in the atrial inner seal rings.